Event description:
It was reported that after a colostomy procedure, where panacryl suture was used, chronic inflammatory wound drainage occurred at multiple sites. The pt was brought to the or in 2000 for removal of sutures. Pt was reclosed and is reportedly doing fine.